Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a mesh removal on (B)(6) 2009. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05314. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, paravaginal defect and anterior vaginal wall defect. It was reported that the patient had the concurrent procedures of a cystoscopy, anterior repair and enterocele repair performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05309. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced vaginal spotting, hematuria, urinary tract infection, bleeding, vaginal discharge, urgency, and urinary frequency.